Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a vitreous cutter did not have good efficiency during a procedure. The procedure was completed after exchanging the cutter. There was no patient harm.

Manufacturer narrative:
One probe was returned for poor efficiency of the cutter during surgery. For this complaint file, the final customer lot was identified as lot 15013033x. For this final lot, six component probe lots, manufactured in november and december 2014 and also january 2015, were used to make up the final lot. A device history record review for each of the probe lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. Four lots had no anomalies found based on the device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 5 degrees. Actuation testing was performed and deemed nonconforming. The cutter did not move. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The piston and diaphragm is not glued together. The complaint evaluation does confirm the probe had poor efficiency for both actuation and cut. The root cause for the poor cutter movement was due to the detachment of the piston and diaphragm, with no adhesive observed. (B)(4).